Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted nor explanted. (B)(6). Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed for the subject device. The 2.7mm cortex screw was returned with the threads intact, the 2.7mm/3.5mm va olecranon plate was returned with the threads in one of the holes deformed, and the 56mm length 2.7mm va screw was returned with the threads on the shaft intact but with the threads on the head slightly damaged. The cortex screw should not interfere with the plate threads during insertion if the proper instrumentation is used. The technique used to remove the screw may have contributed to the stripped va hole however this cannot be confirmed. One 2.7mm/3.5mm va olecranon plate (part# 02.107.302, lot# 7572887), one 2.7mm cortex screw self-tapping (part# 202.855) and one 2.7mm va locking screw (02.211.056) were returned for the locking hole in the plate stripping during removal of the 2.7mm cortex screw. The technique guide lists the 2.7mm cortex screw as a metaphyseal screw option that can be inserted within a 30 degree cone and replaced with locking screws after plate to bone compression is achieved. Product drawings were reviewed during the evaluation. Trauma pd was consulted and verified that if the proper instrumentation is used to insert the cortex screws within the 30 degree cone, then the screw will not touch the va threads of the plate. In this case, the screw may have been removed outside of the 30 degree cone causing the screw to interfere with the plate threads. The technique and conditions during the procedure are unknown however and so the root cause is indeterminate. The device history record review showed there were no issues during the manufacturing of the plate that would have contributed to the complaint condition. The technique used to remove the screw may have contributed to the stripped va hole however the details are not known and so the root cause is indeterminate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing surgery for a left ulnar fracture with variable angle (va) locking compression plate (lcp) system. The plate was already inserted when the surgeon was inserting a 2.7mm cortex screw into the variable angle hole in the proximal end of the plate using a va cone in order to compress the plate. The surgeon identified some metal shards from the plate upon removal of the cortex screw. The surgeon proceeded to insert a locking screw into the same hole however was unable to; the plate hole was stripped. The surgeon removed the plate and screw due to the fit of the plate, not because of the stripped hole. A back-up lcp set was used without any complications. The patient is fine and surgery was completed successfully. There was less than five minute delay in surgery. This is report 2 of 2 for complaint com-(B)(4).